Manufacturer narrative:
This device is not a repairable device and will not be returned to the user facility.

Event description:
It was reported during a procedure that the handpiece overheated and the aseptic battery housing came apart at the weld; top housing was detached from the bottom housing. The procedure was completed successfully. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event

Event description:
It was reported during a procedure that the handpiece overheated and the aseptic battery housing came apart at the weld; top housing was detached from the bottom housing. The procedure was completed successfully. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.